Event description:
The customer reported that the device did not download [failed to shock] the patient. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.